Event description:
It was reported that during a shoulder arthroscopy procedure using an ambient superturbo vac 90 and a quantum 2 controller, the wand would not generate plasma. A second wand was opened with the same result. The surgeon chose to complete the procedure using a competitor's product. There were no further delays or complications reported as a result of this event.